Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that the reported phenomenon was duplicated due to the failure of the cable unit. Omsc reviewed the manufacture history (DHR) of the device and confirmed no irregularity. Based on the information from (B)(4), omsc surmised that the reported phenomenon was attributed to the failure of the cable unit due to stress such as twisting to the camera cable being applied by the user handling. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before the use, it was found that the scope communication error b30 occurred on the subject device. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.